Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device connection issue and/or removal difficulty was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event. Manufacturing site information was corrected. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The setscrew operated normally in both directions. The seal plug was removed. High power visual inspection noted no anomalies with the setscrew hex slot or the setscrew terminal block. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No characteristics that would have caused or contributed to the reported clinical observations were identified.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure, the hex wrench would not engage the set screw. The physician had to use a wrench without torque to back out the screw to disconnect the electrode from the s-ICD. The explant procedure was subsequently completed. This s-ICD was returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) explant procedure, the hex wrench would not engage the set screw. The physician had to use a wrench without torque to back out the screw to disconnect the electrode from the s-ICD. The explant procedure was subsequently completed. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device connection issue and/or removal difficulty was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event.